Manufacturer narrative:
Additional information has not been received despite multiple requests. The lens was returned for analysis. Visual inspection found the optic and one haptic loop torn. Functional testing could not be performed due to the damage. The cause of damage cannot be determined. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to a broken capsule. Additional information was requested, but has not been received.